Event description:
Boston scientific received information that this patient contacted patient support in (B)(6) 2011 to report that approximately three weeks ago, the patient was experiencing respiratory difficulties and was admitted to the hospital. At that time, the patient was treated with medication and the patient's condition improved. However, the patient was informed that he had developed ventricular tachycardia (vt) and the physician questioned if the implanted defibrillator had been programmed properly. The physician felt that the device should have delivered therapy if the device had been programmed differently. Patient support was informed that the device-following physician had not been contacted since the hospital admission and the patient is followed in-clinic once a year. Currently, the patient does not have a phone land line and had returned the patient monitoring system back to boston scientific. The last monitoring system data upload occurred over a year ago. The patient's past medical history includes an abdominal aortic aneurysm, myocardial infarction and a prior unsuccessful heart catheterization (patient condition). Patient support recommended that the patient should contact the device-following physician to discuss the programming of the device further. Back in (b)(5) 2007, boston scientific received information that this patient had retained an attorney and submitted paperwork as part of a litigation process.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.